Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink and fracture observed near the mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly, and blood was within the introducer sheath. The detached embolization coil was likely a result of the pusher assembly fracture. The blood inside the introducer sheath is likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance from the starting position of the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new coil. There was no report of an adverse effect to the patient.